Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was no audible alarm and the customer is requesting bench repair. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No diagnostic/functional testing was performed as the device has not been returned for evaluation/repair. The customer was advised to return the device to bench repair. As of (B)(6) 2024, this device has not been received by the philips authorized repair facility for evaluation, therefore, the complaint allegation cannot be confirmed. It is at the customer discretion to return the device. The cause of the issue is undetermined. If additional information is received the complaint file will be reopened.